Event description:
The customer contact reported the device bar code reader could not identify the vial. The vial was filled with an unspecified concentration of hydromorphone. At an unspecified time, the customer contact reported the vial was loaded into an unspecified patient controlled analgesia (pca) pump. At this time, it was reported that the pump could not read the manufacturer applied label on the vial. After an unspecified length of time, the physician was notified. The customer contact reported the physician ordered that the patient to be given an unspecified concentration of an unspecified medication IV push. At an unspecified time, the vial was replaced and the therapy was resumed. The customer contact did report a delay in therapy; however, there were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.